Event description:
It was reported that post device implantation the patient developed a hematoma, resulting in decreased hemoglobin. The patient received a blood transfusion which improved the hemoglobin levels. The patient was also treated with iron, acenocoumarol and heparin. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.